Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient had their ins removed. The patient stated the device was removed because it did not do what she expected it to do. The caller stated any time she had to turn it up to a higher settings to where it would actually benefit her lower back it would over stimulate her legs and make her legs hurt and also make them weak. The patient stated when she would be walking it would be like she was walking on water and was scared she was going to fall. The caller stated she had the ins adjusted a couple times and she just did not go back. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient didn't think the ins was helpful in managing their symptoms and felt it to be too "overstimulating". The device was removed. No further complications reported.